Event description:
Device #2 malfunction: none. Symptoms/ae: embolization/intervention. Time of symptoms/ae: during procedure. It was reported that the during a left internal carotid artery stenting procedure, after post-dilatation of the rx acculink stent using the rx viatrac 14 plus dilatation catheter, emboli from a pre-existing thrombus created slow flow. An embolectomy was performed using a non-abbott aspiration catheter as well as a multipurpose catheter with successful removal of the clot. After removal of the embolic protection filter, a distal vasospasm was noted. Nitroglycerin was administered and the vasospasm resolved. Intracranial circulation remained intact. There was no adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
Device #1: rx acculink (part# 1011344-40, lot# 9092451) is being filed under medwatch MFR# 3004742046-2009-00325. The device is not available for eval. The lot # was not identified; therefore, a device history record review could not be performed. A f/u report will be submitted with all additional relevant info.